Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for ketones and hyperglycemia. The customer's mother stated that prior to the event, the customer had been vomiting and wanted to sleep. The customer's mother also stated that the insulin pump had not been working for the three days leading up to the event. The customer's mother mentioned that the customer uses a model mmt-381 silhouette infusion set and that the infusion set is changed every two to three days. Programming was checked. The date was off by one day and the bolus history did not match the daily totals. Troubleshooting was performed and the insulin pump passed the fixed prime test. Nothing further was reported.